Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making noise and overheating. Therefore, the reported condition was confirmed. T was determined that the locking mechanism was worn, which caused the noise. It was further determined that the motor and flex were worn, which caused the device to overheat. The assignable root cause was determined to be due to the wear from excessive force, which was further defined as normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor on the motor device sounded bad. During in-house engineering evaluation, it was observed that the device was overheating. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.